Event description:
It was reported that the device had premature battery depletion and a power on reset (por). The pacemaker restored all the programmed settings. The patient will be monitored. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.